Event description:
It was reported that a lead would not tighten into the implantable neurostimulator (ins). It was stated that the set screws "just clicked and the lead did not tighten." Another ins was used and "it worked fine." Additionally, it was stated that the doctor was unable to secure the lead due to a mechanical screw malfunction.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3889-28, lot # va090j6, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the setscrew was backed out too far and cross threaded. The setscrew was able to be re-aligned and could be tightened down on to a known good lead.

Manufacturer narrative:
(B)(4).